Event description:
It was reported that during a transcatheter aortic valve replacement procedure, the first valve showed signs of deformation during loading, and it was reported that the valve could not be successfully prepared for implantation due to the observed deformation; the valve was replaced. A second loading attempt using a new valve was successful, and the valve was implanted in a high position of approximately 1 mm. A post-implant balloon dilation was performed, and during post-dilatation the valve became dislodged into the ascending aorta. The physician assessed that a possible contributing factor was premature cessation of rapid pacing during the procedure. Subsequently, and a non-medtronic valve was implanted to complete the procedure.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na non-medtronic product ID: balloon dilatation catheter; product lot number: unknown; implant date: na; explant date: na a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.